Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the pacing-dependent patient presented to the hospital with a pocket infection. The lab test result showed a positive infection, leading to the lab for extraction. After opening the pocket area, a brown-looking liquid was observed. The entire system, including the implantable cardioverter defibrillator (ICD), right atrial (ra) lead, right ventricular (rv) lead, left bundle branch pacing lead, and left ventricular lead, was explanted. The patient was implanted with a temporary system. The ICD and rv lead were replaced on (B)(6) 2024. The patient remained in stable condition.